Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for investigation. Per the graph, the study duration is 45:27 hours of a 48:00 hour study. The graph shows that the capsule detached from the esophagus at the beginning of the study after about one hour of placement. Low ph values were recorded for an abnormal period of time (8 hours). Afterwards, the bravo ph values rapidly increased until the signal was above ph 8. Gaps and blue lines also appeared until the end of the recording. Investigations concluded that the capsule detached prior to the end of the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary the study was received for evaluation. The study duration is 45:27 of 48:00 hours. The bravo capsule detached from the esophagus at the beginning of the study after about 1 hour. Low ph values were reordered for abnormal times (8 hours). Afterwards, bravo ph values rapidity increased until signal increased above 8ph and gaps (blue lines) appeared until the end of the recording. The complaint was confirmed. A review of the device history records for the provided lot/serial number was completed and acceptance criteria for entries potentially pertinent to the customer's report were within specified limits at the time of release.

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule and recorder did not completely record the full duration of the procedure. A repeat procedure may be necessary due to the alleged device malfunction. The physician placing the bravo capsule did not experience any injury. The patient did not report any injury due to the alleged malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.